Manufacturer narrative:
This report is being made to cover all five potential cases, since the dental professional did not provide additional detail. Since this event involved two medical devices, two manufacturer reports are being submitted. Manufacturer report number 9611385-2015-00047 describes the first device, respectively.

Event description:
On (B)(6) 2015, a representative from a dental office contacted 3m espe to inquire about proper usage of two products: 3m espe scotchbond universal adhesive and 3m espe relyx ultimate adhesive resin cement. During the report, the representative indicated that up to five patients have experienced sensitivity which ultimately resulted in root canal treatment. Despite multiple attempts to obtain follow-up information, no additional information was made available.

Manufacturer narrative:
Since follow-up information suggested that relyx unicem 2 cement was used instead of the scotchbond universal adhesive (as noted in this report 9611385-2015-00048) and relyx ultimate adhesive resin cement (as noted in manufacturer report 9611385-2015-00047) an additional report is being submitted for relyx unicem 2 under manufacturer report number 9611385-2015-00095.

Event description:
Updated information was received on october 20, 2015 by the reporting dental office which suggested that it is possible that neither 3m espe relyx ultimate cement nor 3m espe scotchbond universal adhesive were in use by the practice when the reported root canal treatments were required. Instead the office suggests that it may have been 3m espe relyx unicem 2 cement that was used, therefore a new medwatch form for this product has been prepared and filed.